Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes related to the power management board and internal battery, were found in the ventilator's downloaded error log. The device was returned unrepaired to the customer, per the customer's request.